Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that external devices were unable to communicate with the patient¿s ipg and the patient lost stimulation. Troubleshooting was attempted but was unable to resolve the issue. Patient underwent surgical intervention where the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.